Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 which led to occlusion. The blood glucose level was 400 mg/dl. No further information available.